Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused; further described as device "ran slow". This was observed during patient infusion. It was further reported the device did not sit at the level of the insertion site. The device had been filled with piperacillin/tazobactam 18000mg in 240ml 0.9% buffered sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.